Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber connector overheats. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber connector overheated and the nurse could not remove it with her bare hands. It was reported that no injury occurred to the nurse or physician. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.